Event description:
On 11/26/90, rptr had anterior cervical fusion of c5-6 c6-7 with plates and 6 screws. In 12/91 x-rays showed screws had loosened and plate was loose, dr left them in until 10/92. Prtr had severe pain in neck, swallowing problems. Had a barium swallow done to see if screws had eroded esophagus away and come through before surgery to remove hardware. Rptr's throat still hurts, poss esophagus erosion, damage to vertebrae and add'l surgery and pain.